Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). Around seven months later, a revision surgery was performed in which the existing preconnected device was removed and replaced. Upon explant, an electrical continuity test, and an inflation test were done, identifying multiple pin hole leaks in the right cylinder, as well as one leak in the left cylinder. After passing the electrical continuity test, the existing reservoir was flushed and refilled with 80 ml of saline. It was detailed that this patient had been on injection therapy, and may have been injecting trimix to enhance the erection. There were no patient complications reported.